Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: needles were retrieved immediately. No additional surgery was necessary. Investigation summary: unopened samples were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force values were above the minimum requirements. Per the conditions of the samples received, no attachment defects were found and the tested samples met the finished goods requirements.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an aortic valve repair procedure in 2018 and the suture was used. During the procedure, after two to three stitches, the needle separated from the suture and was retrieved immediately. No additional surgery was necessary. There were no patient consequences reported.